Manufacturer narrative:
An event regarding loosening involving a patient specific, hemi pelvis, other (pelvic implant) was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a custom hemi pelvis type tumor prosthesis since I was able to review an x-ray with the loosened implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a mega tumor type prosthesis are multifactorial including surgical technique, and patient activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implanted itself. It would not be unusual for a salvage implant such as this to loosen overtime. Patient was able to function apparently for over 11 years which is in my opinion a satisfactory initial result." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to loosening of the hemi pelvis. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a custom hemi pelvis type tumor prosthesis since I was able to review an x-ray with the loosened implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loosening of a mega tumor type prosthesis are multifactorial including surgical technique, and patient activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implanted itself. It would not be unusual for a salvage implant such as this to loosen overtime. Patient was able to function apparently for over 11 years which is in my opinion a satisfactory initial result." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Custom device. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "this lady suffered from pelvic chondrosarcoma with index tumor resection & custom endoprosthetic reconstruction. The endoprosthesis has loosened and we would like to plan for revision." Left side.